Event description:
Device malfunction: difficult to remove. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device completed an arteriotomy closure after a diagnostic cardiac catheterization procedure. The clip was deployed, however, the device could not be removed from the wound tract. A vascular surgeon was consulted, and an ultrasound was performed. After approximately 15 minutes the device was pulled from the arteriotomy using force. Hemostasis was achieved with the clip, and there was no reported patient consequence. No additional information available.